Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell in the lake and drowned. The caller stated that they did not know any details regarding the customer's death. No caller did not provide any further information and requested not to be contacted anymore.